Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138700. Model: sc-2138-70. Serial: (B)(6).

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to be charged. The patient underwent an explant procedure wherein all device components were removed. It was unknown as to why the leads were removed. The explanted devices were disposed by the medical facility and will not be returned.